Event description:
Attorney reported: 2006--the patient underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. At approximately 10 months later, the patient was taken to surgery for removal of the mesh patch. The patient continued to experience abdominal pain and discomfort after his multiple hernia surgeries. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.